Event description:
It is reported that while implanting the bone screw with usual force using a ratcheting driver, the screw snapped roughly three threads below the screw head. The surgeon decided to leave the remaining screw fragment in the patient's pelvis.

Manufacturer narrative:
This report will be amended when our investigation is complete.